Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed that the sheath was detached from the distal mount. The device was functionally tested, and the impedance test showed a good wave form, this could be a good image display.

Event description:
Reportable based on device analysis completed on 24jan2024. It was reported that an imaging issue occurred. The target lesion was located in the left anterior descending artery. An opticross imaging catheter was advanced for ultrasound examination of the target lesion. During intravascular ultrasound, it was noted that the image was dark and blurry. The procedure was completed by using another of the same device. There were no patient complications reported. However, returned device analysis revealed that the sheath was detached from the distal mount.